Event description:
Ligasure impact device would deploy then stick without release and bled unexpectedly when it finally released.====================== manufacturer response for ligasure impact hand activated sealer/divider, (brand not provided) (per site reporter)======================unknown.